Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact on the customer's blood glucose level. Technical support provided reset instructions, which led to a successful pump reset and allowed the caller to load a new cartridge and resume insulin delivery.